Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The distributor reported that, during the boot-up process, the unit had a system malfunction error. There was no report of patient involvement.